Event description:
It was reported that a cadd® cadd-legacy® plus pump had an undisposable alarm, high psi. No patient injury was reported.

Manufacturer narrative:
One cadd® cadd-legacy® plus pump was returned for analysis in damaged condition. The customer's reported problem was "battery door, front case, rear case, lcd, undisposable alarm, high psi". Inspection of reported problem in event log showed no history of reported problems. Evaluation testing consisted of powering on pump, attaching cassette, and visual inspection. Confirmed reported problems with battery door, front and rear housings damaged, and lcd bleed by visual inspection. Duplicated the high psi. Sensor testing found the downstream sensor alarm values to be outside of manufacturing specification. Could not confirm or duplicate undisposable alarm. The front and rear housing, battery door, and dso (downstream sensor) were replaced. The DHR was reviewed and found to be in compliance. No manufacturing or testing issues were found.